Event description:
Related manufacturer reference number: 3006705815-2019-04560.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 3006705815-2019-04560. It was reported during the patients trial implant procedure on (B)(6) 2019 the patient became hypotensive. As a result the procedure was abandoned. No product was implanted.